Event description:
It was reported that the patient had experienced dizzy episodes upon standing up or leaning forward. It was further reported that the right ventricular (rv) lead caused diaphragmatic stimulation and had cross talk resulting in right ventricular oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.